Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection at the radical cave area (non-device related). Subsequently, the patient was treated with IV antibiotics (date and duration not reported) and underwent a radical cave remediation surgery on (B)(6) 2025. During the surgery, the silicon of the implant was damaged, hence, the device was explanted and the patient was reimplanted with another cochlear device during the same surgery.